Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the lap top 1150 ventilator alarming no pressure while on a patient. The device was replaced with another ventilator. The customer confirmed that there is no patient harm associated with this reported event.

Manufacturer narrative:
Result of investigation: the reported complaint was confirmed through event trace. However was unable to be reproduced during evaluation of the unit. No alarms occurred and unit functioned as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.